Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter had been reading inaccurately since she first obtained it. She reported that 3 or 4 month prior to contacting lfs, she obtained an alleged inaccurately high blood glucose result of ¿145 mg/dl¿ on the subject meter compared to ¿100 mg/dl¿ on an accu-chek meter, performed within 30 minutes of each other. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient manages her diabetes with oral medication of metformin, diet and/or exercise. She denied taking any additional medication as a result of the alleged issue. She reported that approximately 3 or 4 months after the start of the of the alleged issue, she developed symptoms of ¿dizziness, shaky and headache¿. She reported that she self-treated her symptoms by drinking and eating sweet foods. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient also confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. She did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Dizziness, shaky and headache, after obtaining alleged inaccurately high blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.